Event description:
It was reported that during a da vinci-assisted surgical procedure, the universal surgical manipulator 2 (usm2) was not engaging the endoscope. The customer restarted the system and re-draped the usm2 but the issue remained. The customer then moved the endoscope to the usm3 and had no further issues., the customer stated that they would continue the case with three arms and ended the call. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed that axis eight on the carriage is sticky and get stuck in the down position. The fse replaced the affected universal surgical manipulator (usm) to resolved the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. In the system logs, the error 22020 was found indicating the instrument installed failed to engage, confirming the fault had occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a patient side cart fixture test platform (pftp) where all relevant testing passed within specifications. Once testing was completed, the axis 8 carriage gearbox was inspected, but no faults could be identified. The event was confirmed based on error log review, however the issue was not able to be replicated during in-house testing. While a definitive root-cause cannot be established since the reported complaint was not replicated during in-house testing, a potential root cause for this failure can be attributed to a fault on the axis 8 carriage gearbox within the affected usm.